Event description:
During installation of the unicel dxh slidemaker stainer and floor stand, beckman coulter inc., (bec) field service engineer (fse) found that the vinyl safety caps were missing from the dxh sms floor stand drawer slides. It is unknown if an exposure control/risk management plan is in place. No injuries occurred and medical attention was not sought. There was no death, injury or change to patient treatment attributes or connected to this complaint. There was no effect to patient results.

Manufacturer narrative:
The floor stand contains four drawers for reagent and waste storage with two slides per drawer. The vinyl safety caps should have been installed on the eight metal edges of the drawer slides in manufacturing to protect the user from injury while changing reagent or waste containers. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The root cause for this issue is an incomplete implementation in bec manufacturing. (B)(4).